Event description:
It was reported that after procedure started, when putting patient in reverse trendelenburg, the bed malfunctioned, and the control command button failed to work properly. Patient was transferred to another bed to finish procedure. No harm to patient. Bed removed from service. There were no reported adverse consequences due to the delay or any reported patient injury.

Manufacturer narrative:
It was reported by the customer that on (B)(6) 2022 that "after procedure started, when putting patient in reverse trendelenburg, bed malfunctioned and control command button failed to work properly. Pt transferred to another bed to finish procedure. No harm to patient. Bed removed from service. Vendor contacted to evaluate and repair. FDA safety report ID# (B)(4).". The customer ordered a new hand pendant for the table and completed the repair in house. There was reported patient involvement but no report of patient injury or adverse event. Manufacture date is not known.

Event description:
It was reported that after procedure started, when putting patient in reverse trendelenburg, the bed malfunctioned, and the control command button failed to work properly. Patient was transferred to another bed to finish procedure. No harm to patient. Bed removed from service. There were no reported adverse consequences due to the delay or any reported patient injury.

Manufacturer narrative:
It was reported that after procedure started, when putting patient in reverse trendelenburg, the bed malfunctioned, and the control command button failed to work properly. Patient was transferred to another bed to finish procedure. No harm to patient. Bed removed from service. Since there was a delay in procedure and that the patient had to be transferred to another bed with possibility that this occurred while there was organ exposure, a conservative malfunction will be filed. If any further information is received, a supplemental will be filed.

Event description:
It was reported that after procedure started, when putting patient in reverse trendelenburg, the bed malfunctioned, and the control command button failed to work properly. Patient was transferred to another bed to finish procedure. No harm to patient. Bed removed from service. There were no reported adverse consequences due to the delay or any reported patient injury. Please note the initial report was determined when it was currently unknown whether or not there was organ exposure when the issue occurred and so a conservative malfunction was filed. However, per additional information received, it has been confirmed that there was no organ exposure when this issue occurred. Therefore making this event not reportable.

Manufacturer narrative:
It was reported by the customer that on (B)(6) 2022 that "after procedure started, when putting patient in reverse trendelenburg, bed malfunctioned and control command button failed to work properly. Pt transferred to another bed to finish procedure. No harm to patient. Bed removed from service. Vendor contacted to evaluate and repair. FDA safety report ID# (B)(4).". The customer ordered a new hand pendant for the table and completed the repair in house. There was reported patient involvement but no report of patient injury or adverse event. Please note the initial report was determined when it was currently unknown whether or not there was organ exposure when the issue occurred and so a conservative malfunction was filed. However, per additional information received, it has been confirmed that there was no organ exposure when this issue occurred. Therefore making this event not reportable. Manufacture date is not known. H3 other text : 81.